Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of protector p21s experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: the customer saw small pieces of the membrane in 3 bottles (coring). It happens with vancomycin 1g from pharmacy.

Event description:
It was reported that an unspecified number of protector p21s experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: the customer saw small pieces of the membrane in 3 bottles (coring). It happens with vancomycin 1g from pharmacy.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1907146, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Fragmentation testing is performed during manufacturing, results were reviewed for the reported lot and found to be acceptable. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. A CAPA ((B)(4)) was already open, prior to the investigation of the complaint to assess the defect.